Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2016; lnq11 icm ,implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their heart rate was lower than expected. Device remains in use. No complications have been reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.